Event description:
Pt was started in dialysis at 7:40 am. At 10:30 am the pt was unresponsive. The hemodialysis machine was running, however, all fluids had been absorbed and there was air in the system. The air detection system was noted to be in "bypass" mode. However, the machine failed to provide the audible and visual indicators for a disarmed air foam detector.